Event description:
After an implantation period of approx. 2 months, the device was replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. No problems were observed.

Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the bos battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.